Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening, loss of range of motion, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices remain implanted and radiographs were not provided. D1: corrected h10 related report numbers: 1038671-2025-02141, 1038671-2025-00096, 1038671-2025-00013, 1038671-2025-02178.

Event description:
It was reported via legal documentation that approximately 17 months after a left total shoulder revision procedure, the patient has experienced prosthesis wear, pain, discomfort, inflammation, swelling/edema, osteolysis, loss of range of motion and component part loosening. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
D10: ((B)(6)), 320-40-00 - 145-deg pe 40mm hum liner +0. ((B)(6)), 320-10-05 - equinoxe reverse tray adapter plate tray +5. ((B)(6)), 320-20-00 - eq reverse torque defining screw kit. Multiple MDR reports were filed for this event, please see associated report: 1038671-2025-00099. The reason for the revision reported in this event cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening, loss of range of motion, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices remain implanted and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.